Event description:
The customer reported that the cover of the architect c8000 instrument no longer holds properly in the open position; it falls back on its own. No one was injured. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the two hinges of the upper front cover and adjusted the counterbalance. A review of the architectc8000, serial # (B)(6)service history, revealed no additional issues of hinge, top front cover (rohs) not staying open reported on the (B)(6). Trending review determined no trend for the issue for the product. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.